Event description:
Customer reported being unable to test because she purchased a meter and there was no lancing device in the box. Customer further reported that she had experienced a loss of consciousness and seizure. No self-treatment was reported. Paramedics were called and transported customer to a local health care facility where she was diagnosed with hypoglycemia. It is unknown what treatment was provided. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. Note: the manufacture date of the lancing device is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.